Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03679 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-03680 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was unable to close; however it successfully released from the catheter and deployed. The clip did not lock onto tissue and fell into the patient in an open state. The clip was left to pass naturally. The second clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted the clip assembly mashed onto the bushing. The clip could not be deployed and the prongs would not open or close. The prongs were not locked into the capsule. A kink was noted in the control wire. The over sheath was not returned. These failures are likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03679 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-03680 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was unable to close; however it successfully released from the catheter and deployed. The clip did not lock onto tissue and fell into the patient in an open state. The clip was left to pass naturally. The second clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.